Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5157911, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient experienced an epidural puncture during implant procedure. Symptoms was foot and leg pain. The patient had a blood patch and was doing well postoperatively.